Event description:
This (B)(6) male with lung cancer underwent a right vats (video-assisted thoracoscopic surgery), thoracotomy with chest wall resection and reconstruction, en bloc wedge resection of rul and repair of diaphragmatic defect on (B)(6) 2015. The procedure was intended/scheduled with laparoscopic approach and required conversion to an open procedure secondary to equipment malfunction; the endogia with 60 mm black extra thick cartridge would not open upon firing. All troubleshooting techniques were employed without success. The specimen was forwarded to the pathology attached to the stapler and was dissembled. The patient was transferred to the sicu postoperatively and did well thereafter; he was discharged home on (B)(6) 2015 with a chest binder and was instructed to follow-up regarding pathology results.